Event description:
Heating pad was plugged into wall in "off" position. When hand unit was activated, sparks flew into pt's bed and burned through electrical cord at the hand unit. Pt suffered first and second degree burns on hand. Unit was previously rarely used and in good condition w/o any frayed cords.